Manufacturer narrative:
(B)(4).

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and deployed as expected. The physician encountered difficulties separating the aortic body delivery system from the stent graft, but was successful after the outer sheath of the delivery system was advanced up to the ipsilateral leg of the graft and additional force was applied. The aortic body stent graft appeared to have displaced distally resulting in a type ia endoleak. The physician elected to monitor the patient until the 30 day follow-up. As of the date of this report, there is no planned re-intervention and there have been no additional patient sequelae reported.